Event description:
Related report manufacturer number: 1627487-2023-04026. Additional information was received that surgical intervention was undertaken to replace the ipg. During the procedure one of the leads had high impedances and a new lead was added to replace the lead. The patient's entire system was replaced and effective therapy was established postoperatively. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4) serial: (B)(6) batch: 4914479

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the device displayed the end of life (eol) message and it is unknown if the device depleted prematurely. Patient lost therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.